Manufacturer narrative:
Sequencing results interpretation: sequencing was unable to unequivocally differentiate the sample's allele identity at c.676g>c; sequencing showed a definite major peak for cytosine as well as a background peak for guanine which would explain the e+ result1,2. Samples with similar background often have mixed chimerism from a hematopoetic stem cell transplantation or are contaminated; either could be the cause of the discrepancy between precisetype hea beadchip heag3656_8 and heag3662_1 phenotype results and serology results.

Event description:
The customer reported a possible discrepancy. The donor is e+ using the bioarray hea molecular beadchip kit; serology results were e-.